Event description:
It was reported that while conducting manual threshold tests with this pacemaker, loss of capture (loc) was observed and the patient experienced a syncopal episode. The patient fell and hit his head. The nurse helped the patient onto the hospital bed to check his oxygen levels and blood pressure. Based on review of device data, threshold trends were fine and there were no further observations after testing was completed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while performing threshold testing with this pacemaker and programmer, once loss of capture (loc) was observed the threshold test didn't end and the patient experienced a syncopal episode. The patient fell and hit his head. The nurse helped the patient onto the hospital bed to check his oxygen levels and blood pressure. The health care professional (hcp) thought they selected automatic threshold testing, however, based on the behavior, it was suspected that the hcp selected manual testing, which, resulted in the test not ending after capture was lost. Based on review of device data, threshold trends performed by the device were fine and there were no further observations after testing was completed. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to event description updated for clarity. Correction to device coding updated to reflect b5; device sensing problem/a0709 was removed, and use of device problem/a23. -- if information is provided in the future, a supplemental report will be issued.